Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported that intra aortic balloon(iab) catheter gas loss alarm. There¿s no blood in the gas line or anything. We exchanged out the console and it worked for about 3 hours and is now doing the same thing.¿ there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Brad then performed a fill and resumed therapy. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d7a, h6 (medical device problem code) d4 serial should be left blank kindly revert this field. No decon or visual inspection performed since product was not returned and could not be evaluated. The call was for gas loss alarm assistance, troubleshooting was preformed by a bedside nurse under guidance of the esp team. The iabp console was initially replaced which temporarily resolved the issue , but the alarm returned after three hours. No other signs of leaks or kinks were confirmed over the call. The nurse unplugged the helium line and plugged back in to resolve the alarm. The root cause of the alarm could not be definitively determined based on the patient¿s clinical picture. Brad later resolved the alarm by unplugging and reconnecting the helium line. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The navigation provided was not in response to an issue or failure, but solely to guide the healthcare provider in operating the iab correctly. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.